Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump alarmed power error detected. The customer¿s blood glucose level was 166mg/dl at the time of the incident. The customer was guided with steps to resolve the issue and was advised to monitor the pump and call back if the issue recurs. The insulin pump will not be returned for analysis.